Event description:
A motor stall was confirmed in the event logs. It was unk if a motor stall recovery occurred or not. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).